Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a re-intervention on (B)(6) 2019 due to lead dislodgment, x-ray image revealed that the pacemaker moved from the original position and both leads were pulled by the device. The ventricular lead tip dislodged to the right atrium but the atrial lead tip was still fixed in the myocardium. Both atrial and ventricular lead tips were re-fixed. In order to connect the leads to the pacemaker, the screwdriver was inserted into the ventricular screwdriver slot but blood flowed from it and no click sound was heard when rotating the screwdriver. The ventricular connector pin was removed from the port and blood was observed inside the port. The pacemaker was replaced.

Manufacturer narrative:
Preliminary analysis on returned device did not reveal any issue with the subject pacemaker.

Event description:
Reportedly, during a re-intervention on 01 jul 2019 due to lead dislodgment, x-ray image revealed that the pacemaker moved from the original position and both leads were pulled by the device. The ventricular lead tip dislodged to the right atrium but the atrial lead tip was still fixed in the myocardium. Both atrial and ventricular lead tips were re-fixed. In order to connect the leads to the pacemaker, the screwdriver was inserted into the ventricular screwdriver slot but blood flowed from it and no click sound was heard when rotating the screwdriver. The ventricular connector pin was removed from the port and blood was observed inside the port. The pacemaker was replaced.

Event description:
Reportedly, during a re-intervention on (B)(6) 2019 due to lead dislodgment, x-ray image revealed that the pacemaker moved from the original position and both leads were pulled by the device. The ventricular lead tip dislodged to the right atrium but the atrial lead tip was still fixed in the myocardium. Both atrial and ventricular lead tips were re-fixed. In order to connect the leads to the pacemaker, the screwdriver was inserted into the ventricular screwdriver slot but blood flowed from it and no click sound was heard when rotating the screwdriver. The ventricular connector pin was removed from the port and blood was observed inside the port. The pacemaker was replaced.